Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("worsened pelvic pain"), genital haemorrhage ("heavy bleeding/worsened heavy bleeding /prolonged bleeding/heavy and prolonged bleeding/problems with bleeding"), abdominal pain ("severe abdominal pain, pain became so severe/abdominal pain (stabbing)"), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain/back pain") and dyspareunia ("pain during intercourse (stabbing)") in an adult female patient who had essure (batch no. B27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, bleeding genital, knee arthroscopy on (B)(6) 2016, synovectomy on (B)(6) 2016, gravida ii, parity 2, c-section in 1986 and c-section in 1993. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: prednisone, ultram, prednisone, ultram, ultram, prednisone, prednisone, paragard from 2007 to 2013, paragard from 2007 to 2013 and bcp. Past adverse reactions to the above products included dyspnoea with prednisone and ultram; fatigue with prednisone; genital haemorrhage with paragard; headache with bcp; heart rate increased with prednisone and ultram; nausea with prednisone; pelvic pain with paragard; and rash macular with ultram. Concurrent conditions included retroverted uterus, alcohol use, insomnia, pain in hip, anxiety, knee osteoarthritis, chest pain, drug allergy, localised numbness, meniscus tear and tobacco user. Family history included ischemic heart disease (mother). Concomitant products included bupropion (wellbutrin) for anxiety and depression and paracetamol (tylenol regular) for arthralgia. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), depression ("depression/depression worsened") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), bladder spasm ("bladder spasms after hysterectomy"), complication of device removal ("bladder spasms after hysterectomy"), libido decreased ("almost no sex drive") and anxiety ("anxiety worsened"). The patient was treated with ibuprofen, paroxetine hydrochloride (paxil), vicodin, diazepam (valium), trazodone, clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine and surgery (partial hysterectomy was done to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dyspareunia, depression, headache, bladder spasm and complication of device removal outcome was unknown, the genital haemorrhage, abdominal pain, dysmenorrhoea and fatigue had resolved and the anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder spasm, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Biopsy endometrium - on (B)(6) 2013: benign proliferative phase endometrium. Full blood count - on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2013: negative. Ultrasound scan vagina - on (B)(6) 2012: 3.3 x 3.2 ern left ovarian simple cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: pfs received. Updated outcome of event menstrual pain, heavy and prolonged bleeding,abdominal pain, fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("worsened pelvic pain"), genital haemorrhage ("heavy bleeding/worsened heavy bleeding /prolonged bleeding/heavy and prolonged bleeding/problems with bleeding"), abdominal pain ("severe abdominal pain, pain became so severe/abdominal pain (stabbing)"), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain/back pain") and dyspareunia ("pain during intercourse (stabbing)") in an adult female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, bleeding genital, knee arthroscopy on (B)(6) 2016, synovectomy on (B)(6) 2016, gravida ii, parity 2, c-section in 1986, c-section in 1993, nausea and vomiting. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: prednisone, prednisone, ultram, ultram, prednisone, ultram, prednisone, paragard from 2007 to 2013, paragard from 2007 to 2013, promethazine and bcp. Past adverse reactions to the above products included dyspnoea with prednisone and ultram; fatigue with prednisone; genital haemorrhage with paragard; headache with bcp; heart rate increased with prednisone and ultram; nausea with prednisone; pelvic pain with paragard; and rash macular with ultram. Concurrent conditions included retroverted uterus, alcohol use, insomnia, pain in hip, anxiety, knee osteoarthritis, chest pain, drug allergy, localised numbness, meniscus tear and tobacco user. Family history included ischemic heart disease (mother). Concomitant products included bupropion (wellbutrin) for anxiety and depression and paracetamol (tylenol regular) for arthralgia. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), depression ("depression/depression worsened") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), bladder spasm ("bladder spasms after hysterectomy"), complication of device removal ("bladder spasms after hysterectomy"), libido decreased ("almost no sex drive") and anxiety ("anxiety worsened"). The patient was treated with ibuprofen, paroxetine hydrochloride (paxil), vicodin, diazepam (valium), trazodone, clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine, oxycocet (percocet), gabapentin, clonazepam, surgery (partial hysterectomy was done to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, headache, bladder spasm and complication of device removal outcome was unknown, the genital haemorrhage, abdominal pain, dysmenorrhoea and fatigue had resolved and the back pain, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder spasm, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Biopsy endometrium - on (B)(6) 2013: benign proliferative phase endometrium full blood count - on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2013: negative ultrasound scan vagina - on (B)(6) 2012: 3.3 x 3.2 ern left ovarian simple cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received event " depression and back pain " were updated as not resolved. Historical conditions, historical drug, treatment drug and product information were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in or around (B)(6) 2013. Shortly after undergoing the essure procedure, plaintiff began suffering severe menstrual, abdominal and back pain. Further, after being implanted with essure, plaintiff also began suffering from depression and fatigue. Additionally, she also suffered from heavy bleeding and pain during intercourse as a result of being implanted with essure. The pain resulting from her essure-related injuries grew so severe that her physicians prescribed her 800mg ibuprofen and vicodin. On or around (B)(6) 2014 the plaintiff underwent a partial hysterectomy. Quality-safety evaluation ((B)(4)) received on 17-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the essure procedure, plaintiff began suffering abdominal pain and heavy bleeding (interpreted as genital bleeding). Approximately a year and a half later, she underwent a partial hysterectomy. Abdominal pain and genital bleeding are listed events in the reference safety information for essure. Considering that essure may cause abdominal pain and bleedings and that in this particular case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("worsened pelvic pain"), genital haemorrhage ("heavy bleeding/worsened heavy bleeding /prolonged bleeding/heavy and prolonged bleeding/problems with bleeding"), abdominal pain ("severe abdominal pain, pain became so severe/abdominal pain (stabbing)"), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain/back pain") and dyspareunia ("pain during intercourse (stabbing)") in a female patient who had essure (batch no. B27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, bleeding genital, knee arthroscopy on (B)(6) 2016, synovectomy on (B)(6) 2016, gravida ii, parity 2, c-section in 1986 and c-section in 1993. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: prednisone, ultram, paragard from 2007 to 2013 and bcp. Past adverse reactions to the above products included dyspnoea with prednisone and ultram; fatigue with prednisone; genital haemorrhage with paragard; headache with bcp; heart rate increased with prednisone and ultram; nausea with prednisone; pelvic pain with paragard; and rash macular with ultram. Concurrent conditions included retroverted uterus, alcohol use, insomnia, pain in hip, anxiety, knee osteoarthritis, chest pain, drug allergy, localised numbness, meniscus tear and tobacco user. Family history included ischemic heart disease (mother). Concomitant products included bupropion (wellbutrin) for anxiety and depression and paracetamol (tylenol regular) for arthralgia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), depression ("depression/depression worsened") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), bladder spasm ("bladder spasms after hysterectomy"), complication of device removal ("bladder spasms after hysterectomy"), libido decreased ("almost no sex drive") and anxiety ("anxiety worsened"). The patient was treated with ibuprofen, paroxetine hydrochloride (paxil), vicodin, diazepam (valium), trazodone, clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine and surgery (partial hysterectomy was done to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, headache, bladder spasm and complication of device removal outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder spasm, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Biopsy endometrium - on (B)(6) 2013: benign proliferative phase endometrium. Full blood count - on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2013: negative. Ultrasound scan vagina - on (B)(6) 2012: 3.3 x 3.2 ern left ovarian simple cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events added from pfs received- worsened pelvic pain, headaches, bladder spasms after hysterectomy, almost no sex drive and anxiety worsened. Essure lot number was provided (b27985). Historical conditions, historical drugs, treatment drugs added. On (B)(6) 2017: historical conditions, concomitant drugs, lab data and treatment drugs added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("worsened pelvic pain"), genital haemorrhage ("heavy bleeding/worsened heavy bleeding /prolonged bleeding/heavy and prolonged bleeding/problems with bleeding"), abdominal pain ("severe abdominal pain, pain became so severe/abdominal pain (stabbing)"), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain/back pain") and dyspareunia ("pain during intercourse (stabbing)") in an adult female patient who had essure (batch no: b27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, bleeding genital, knee arthroscopy on (B)(6) 2016, synovectomy on (B)(6) 2016, gravida ii, parity 2, c-section in 1986 and c-section in 1993. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: prednisone, ultram, prednisone, ultram, ultram, prednisone, prednisone, paragard from 2007 to 2013, paragard from 2007 to 2013 and bcp. Past adverse reactions to the above products included dyspnoea with prednisone and ultram; fatigue with prednisone; genital haemorrhage with paragard; headache with bcp; heart rate increased with prednisone and ultram; nausea with prednisone; pelvic pain with paragard; and rash macular with ultram. Concurrent conditions included retroverted uterus, alcohol use, insomnia, pain in hip, anxiety, knee osteoarthritis, chest pain, drug allergy, localised numbness, meniscus tear and tobacco user. Family history included ischemic heart disease (mother). Concomitant products included bupropion (wellbutrin) for anxiety and depression and paracetamol (tylenol regular) for arthralgia. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), depression ("depression/depression worsened") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), bladder spasm ("bladder spasms after hysterectomy"), complication of device removal ("bladder spasms after hysterectomy"), libido decreased ("almost no sex drive") and anxiety ("anxiety worsened"). The patient was treated with ibuprofen, paroxetine hydrochloride (paxil), vicodin, diazepam (valium), trazodone, clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine and surgery (partial hysterectomy was done to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, headache, bladder spasm and complication of device removal outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bladder spasm, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Biopsy endometrium: on (B)(6) 2013: benign proliferative phase endometrium full blood count: on (B)(6) 2013: negative. Pregnancy test urine: on (B)(6) 2013: negative. Smear cervix: on (B)(6) 2013: negative. Ultrasound scan vagina: on (B)(6) 2012: 3.3 x 3.2 ern left ovarian simple cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.